Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 31 mg/dl. The customer was driven to local fire department and ambulance was called. The customer stated that cause of low blood glucose was he miscounted his carbs for his bolus. The customer reported via phone call indicating that he had lost sensor alarm. Customer's blood glucose at time of incident was 117 mg/dl. Customer is not currently wearing a sensor. The customer was advised that we are shipping replacement sensor and upload to carelink.